Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the magnetic resonance imaging (MRI) is of the brain to look for a mass and/or hemorrhages. The hcp said it was unknown if the procedure was due to a problem with the medtronic device or therapy. It was unknown if the symptoms were related to the device or therapy. No further complications were reported.